Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information received, it was reported by the sales rep via email that during returning inspection the right pedal of the 5 way foot pedal was broken off. The complaint device was received and evaluated, the complaint device was received and evaluated. Visual observations confirm that the pedal on the right side was broken. In addition, the device didn¿t present any evidence of debris or corrosion. The functional test was not performed due to the damages in the pedal. A manufacturing record evaluation was performed for the finished device lot number: [j15ay2465], and no non-conformances were identified. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the device was fall out on the ground causing the pedal broken off. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the serial number has been updated to reflect the correct information. Therefore, UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during inspection on (B)(6) 2021, it was observed that the right pedal of the 5 way foot pedal device was broken off. There was no procedure nor patient involvement reported. No additional information was provided.